Manufacturer narrative:
This report is being submitted to report additional and corrected information. Further investigation confirmed that the implant date was reported incorrectly in 0002023141-2021-03598. The implant date is unknown. Additional information is that the product was returned to the manufacturer. The following sections are being reported: d6: d6a. If implanted, give date. D9: device availability. H2: if follow-up, what type. H10: additional narratives/data. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Unique identifier (UDI) number is not provided / unknown. Initial reporter¿s first name is not provided / unknown. Additional 510(k) number is k011028 and k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant was removed due to peri implantitis. Tooth site # 14.